Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. The patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted severe adhesions to the mesh were found. Adhesiolysis was undertaken which took nearly half the operative time to very carefully dissect the adhesions and loop of bowel off of the mesh. The mesh was then dissected off of the anterior abdominal wall. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 5/12/2022.